Event description:
Crm received information that there was ventricular oversensing. Stored episodes were reviewed and there was no indication of noise. Attempts to produce noise were unsuccessful. It was noted this patient will be checked in 2-3 months. This lead remains implanted.